Event description:
Additional information was received stating that patient condition was unchanged. Patient¿s second eye (left eye) was operated, which had okay result, this way the problem of the first eye, right eye was not so urgent. Now their plan was to wait for the iol to fully stabilize in the bag and make sure the subjective refraction was stable and perform laser vision correction later.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, patient cannot read and see far, not satisfied but cooperative. Iol in the bag, no tilt and toric axis in position. Patient with glassess, was satisfied with quantity and quality of vision, hyperopic refractive surprise.